Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During this revision surgery, the surgeon explanted the following components: a tibial hinge component, a tibial poly spacer, and a distal femur axial pin. The following implants were also implanted in the patient at the time of the infection and revision surgery: a segmental stem, a tibial baseplate, a distal femur component, and a stem extension. The surgeon performed a washout of the area and revised all of the implants that contained poly components. No further information regarding this event has been obtained.

Manufacturer narrative:
The investigation is complete. The device was not returned for evaluation. The root cause of the patient undergoing a revision surgery due to an alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
The device will not be returned for investigation as it was discarded at the hospital. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00110, #3013450937-2021-00111, #3013450937-2021-00112, #3013450937-2021-00113, #3013450937-2021-00114, #3013450937-2021-00116.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During this revision surgery, the surgeon explanted the following components: a tibial hinge component, a tibial poly spacer, and a distal femur axial pin. The following implants were also implanted in the patient at the time of the infection and revision surgery: a segmental stem, a tibial baseplate, a distal femur component, and a stem extension. The surgeon performed a washout of the area and revised all of the implants that contained poly components. No further information regarding this event has been obtained.